Event description:
It was reported that the patient presented in clinic for dizziness. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.